Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding taper corrosion involving a metal femoral head was reported. The event was not confirmed. Medical records received and evaluation: clinician review of the provided records concluded: "there is no confirmation that the amount of corrosion described within the femoral head/trunnion articulation was more than normally expected after several years in situ and was responsible for the symptoms described in both hips." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the reported corrosion could not be confirmed nor the root cause determined as the device was not returned for inspection.

Event description:
It was reported that patient had right hip revision due to pain and metallosis resulting in loss of musculature.

Event description:
It was reported that patient had right hip revision due to pain and metalosis resulting in loss of musculature.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.